Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported no audio on the mx40 device. There was no report of patient injury or harm. It is considered that the device was in use when the issue was found.